Event description:
Stenting of the popliteal: the pt presented 10 months post implant of the stent in the popliteal artery with ischemic lower leg. Angioplasty revealed a fractured stent and the pt underwent bypass surgery to the lower leg.